Event description:
The patient reported that she is experiencing "issues with pain relief for approximately two months." The patient reported having fallen in the shower at the end of august. The patient reports that she has been working with the hcp and has undergone testing but has not noted relief. Specific tests and outcomes were not reported. It was suggested to the patient by the hcp that the "battery" be replaced. The patient has continued to work with the hcp to resolve the issue. A follow-up report will be sent if additional information becomes available.